Event description:
Siderail wasn't latching.

Manufacturer narrative:
Tech cleaned and lubed siderail to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.